Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 150610004, work order 8145492 was manufactured on 08 july 2015. (B)(4) parts were manufactured per specification and all raw materials met specification. 1 part was scrap - scrap code a025 ¿ casting defect. This does not correlate to the complaint. The following was found at these process steps: CAPA's ¿ none found , nc ¿ none found , mrr ¿ none found. There were no items identified in relation to the above parameters for these process steps during the investigation of this lot number relating to the complaint failure mode.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. Doi: (B)(6) 2015, dor: (B)(6) 2020, right knee.